Event description:
The customer reported that some images were missing and that the thumbnail image does not match the image displayed. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.